Event description:
In 2010, the lay-user/patient contacted lifescan alleging that the onetouch ultra2 meter "will not accept the sample." The patient refused to provide any more information during the initial phone call and the attempt to obtain more information eleven days later. The patient manages her diabetes with oral medication. The product issue began three days ago. Sometime after the product issue began, the patient developed symptoms of "sweating, urinating, thirsty, and nauseated." The patient did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed that she had symptoms that can be associated with acute complicated of diabetes after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.